Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable would not transmit power from power supply to hemopro vh-3500. Another cord was used and worked as specified. Upon inspection it was noted that the cord had come apart at the green plug. The case was completed without further incident and there was no patient related event.

Manufacturer narrative:
Trackwise ID (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Updated section : b4, g4, h2, h3, h6, h10 the reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. H3 other text : device not returned.

Event description:
N/a.